Manufacturer narrative:
The manufacturing location for this product is sekisui. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin to collect blood from chemo patients, the blood samples have fibrin clots in the serum. This occurred with an unspecified number of tubes. There was no report of adverse impact to patients or users.

Event description:
It was reported while using a bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin to collect blood from chemo patients, the blood samples have fibrin clots in the serum. This occurred with an unspecified number of tubes. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: material #: 368774. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.